Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an electrical burning smell and smoke was coming from a clinic¿s cycler. At that point in time, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the cycler. A replacement cycler was issued to the clinic. Upon follow up, the pdrn stated that there was no patient involvement as the patient was in training and was not connected to the cycler. The pdrn confirmed that there was no harm to any patients or individuals because of this malfunction. The pdrn stated that there was no melting, spark, or flame and the smoke was barely noticeable. The smoke was coming from the back of the heater tray. The pdrn confirmed that the clinic has received a replacement cycler and they have had no further issues. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. There were no indications of smoke emanating from the cycler during the treatment test. There were no indications of burning smell emanating from the cycler during the treatment test. The catch post hi-pot test passed. The voltage check was out of specification. The 5 volt measured value was out of specification. The internal inspection of the cycler found there was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed and the cycler tested negative for glucose. The front panel display frame was dislodged from the display bracket. One of the two screws fastening frame to the bracket was broken off. This made the front panel assembly loose on the cycler. There were no other discrepancies found in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process and the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.